Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, does not attach/detach & loose outer cover) was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp could not detach from the pen because of the loose outer cover. This occurred on 3 occasions after use. The following information was provided by the initial reporter: this is a complaint about a defect of pen needle 32g×4mm. The patient could not detach the pen needle from the pen because the outer cover was loose. The patient has 7 shelf cartons at hand and is requesting that all are replaced.